Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced chest pain and trouble breathing. The paramedics found her unresponsive and external rescue was required. A review of the device data identified oversensing of very wide complexes. A boston scientific technical services consultant instructed the caller to perform reprogramming. The observations could have resulted from the chest compressions that were performed on the patient. No additional adverse patient effects were reported.